Manufacturer narrative:
A work order search was performed and there were no similar complaint found within the work order. A device history review was performed and there was nothing in the production, sterilization or packaging of this lens that would have caused this complaint.

Event description:
The facility states that they opened the package and found a haptic was broken. There was no patient injury. It is unknown what caused the damage to the lens.